Event description:
A non-health care professional reported during the intraocular lens implantation the lens broke when surgeon put in patients eye. The surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are broken in the distal area. The broken pieces have not been returned for evaluation. A dark solution is observed in one of the haptic insertion areas. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in the company cartridges. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Follow up attempts were made. At this point, no further information available at this time. Associated products were not provided. It is unknown if qualified products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the lens was inserted and removed during the initial procedure.